Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out due to water leakage. There was no balloon rupture or tear. Per follow up via ibc on 13jun2022, it was unknown whether there was any pinhole or crack in the balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fell out due to water leakage. There was no balloon rupture or tear. Per follow up via ibc on (B)(6) 2022, it was unknown whether there was any pinhole or crack in the balloon.